Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0mrdg, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient saw their healthcare provider on (B)(6) 2017 and they told them that their battery was almost dead. The patient stated that they were concerned because they had this for 4 years and the battery was already dead; they stated that their first implant lasted 10 years. It was reviewed that battery longevity depends on settings and use, and the patient stated that their current device was on the same settings as their previous one; it¿s at ¿two point something.¿ it was also reported that the patient thought there was something wrong with ¿the machine because their ¿thing¿ was registering one program, and the hcp¿s ¿thing¿ was registering another program;¿ the healthcare provider¿s office said that the patient was on a different program that what the patient¿s programmer (pp) said. The patient noted that the healthcare provider said they couldn¿t change their programs because the battery was dying. The patient stated that the stimulator was bad, it was not working and needed to be replaced. It was noted that, since about a week ago, they could not pee, and it hurt their vagina when it was on, so they had to shut it off; their healthcare provider was already aware of the issue. They stated that they had already shut it off, changed programs, turned it up and down; they turned it down to 1.2 and still couldn¿t pee, and couldn¿t feel it at all. The patient stated that it ¿sounded like the lead to them, that it had moved or something, like it¿s not pulsating right or something; something is not right with the device or lead.¿ troubleshooting including changing programs was offered, but declined by the patient. It was recommended that the patient follow up with their healthcare provider about next steps, and they said their healthcare provider already said they would ¿send them to this other person,¿ another doctor. The patient stated that they were ¿pretty much screwed, it doesn¿t work right.¿ no further patient complications were reported.